Manufacturer narrative:
(B)(4). The information related to product code has been updated and provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 to 500 mg/dl. Troubleshooting was declined due to high blood glucose. Auto mode feature was unknown at the time of event. Customer stated they did not wanted to use the insulin pump. The insulin pump will not be returned for analysis.